Manufacturer narrative:
Severity of harm for this complaint is s3. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid any risks. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] thermal burn/two burn blisters [burns second degree]. Case narrative:this is a spontaneous report from a contactable pharmacist. A 57-year-old female patient received thermacare heatwrap (thermacare lower back & hip) (lot number x65016, expiry date aug2021) on (B)(6) 2019, for back pain. The patient's medical history and concomitant medications were none. Also reported that it was unknown that the patient was taking any relevant medications, including topical medications, at the time of the adverse events. The patient experienced thermal burn on (B)(6) 2019 after transdermal application of thermacare back belt on (B)(6) 2019 for back pain. Thermacare was used for the first time. Burn occurred on the lower back. Two burn blisters have formed. The blisters stayed on for 3 weeks. It was reported that it's unknown if the patient was to experience long-term sequelae such as scarring. The action taken in response to the event with thermacare heatwrap was permanently withdrawn on (B)(6) 2019. There was no surgical intervention provided for the event, however patient cooled the spots as treatment. The outcome of the event was recovered on an unknown date. Product quality complaints provided severity of harm for this complaint is s3. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid any risks. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Based on the complaint, the patient sustained a burn injury with product use. Review of complaint description concludes there is no device malfunction. Follow-up (25sep2019): new information received from citi includes: severity of harm. Follow-up (04oct2019): new information received from product complaint group includes: product data: (lot number x65016, expiry date aug2021). Follow-up (16oct2019): new information received from the contactable pharmacist includes: updated patient's age (from 60-year-old), date of application updated (from 18sep2019), used for the first time, event recoding (from thermal burn to "thermal burn/two burn blisters") based new information on "blisters stayed on for 3 weeks", details of the burn, action taken, outcome, medical history and concomitant medications were none, no surgical intervention, cooled the spots. This case is upgraded to serious, reportable medical device report. No follow-up attempts needed. No further information expected. Follow-up (17dec2019): new information received from product quality complaints includes investigation results. Follow-up (23jan2020): new information includes investigational results from dchu. No follow-up attempts needed. No further information expected. Company clinical evaluation comment based on the information provided, the event of "burn blisters" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time. Comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Severity of harm for this complaint is s3. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid any risks. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Based on the complaint, the patient sustained a burn injury with product use. Review of complaint description concludes there is no device malfunction.

Event description:
Event verbatim [preferred term]: thermal burn/two burn blisters [burns second degree] . Case narrative:this is a spontaneous report from a contactable pharmacist. A 57-year-old female patient received thermacare heatwrap (thermacare lower back & hip) (lot number x65016, expiry date aug2021) on (B)(6) 2019, for back pain. The patient's medical history and concomitant medications were none. Also reported that it was unknown that the patient was taking any relevant medications, including topical medications, at the time of the adverse events. The patient experienced thermal burn on (B)(6) 2019 after transdermal application of thermacare back belt on (B)(6) 2019 to (B)(6) 2019 for back pain. Thermacare was used for the first time. Burn occurred on the lower back. Two burn blisters have formed. The blisters stayed on for 3 weeks. It was reported that it's unknown if the patient was to experience long-term sequelae such as scarring. The action taken in response to the event with thermacare heatwrap was permanently withdrawn on (B)(6) 2019. There was no surgical intervention provided for the event, however patient cooled the spots as treatment. The outcome of the event was recovered on an unknown date. Product quality complaints provided severity of harm for this complaint is s3. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid any risks. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Based on the complaint, the patient sustained a burn injury with product use. Review of complaint description concludes there is no device malfunction. Follow-up (25sep2019): new information received from citi includes: severity of harm. Follow-up (04oct2019): new information received from product complaint group includes: product data: (lot number x65016, expiry date aug2021). Follow-up (16oct2019): new information received from the contactable pharmacist includes: updated patient's age (from 60-year-old), date of application updated (from (B)(6) 2019), used for the first time, event recoding (from thermal burn to "thermal burn/two burn blisters") based new information on "blisters stayed on for 3 weeks", details of the burn, action taken, outcome, medical history and concomitant medications were none, no surgical intervention, cooled the spots. This case is upgraded to serious, reportable medical device report. No follow-up attempts needed. No further information expected. Follow-up (17dec2019): new information received from product quality complaints includes investigation results. Follow-up (23jan2020): new information includes investigational results from dchu. No follow-up attempts needed. No further information expected. Amendment: this follow-up is being submitted to amend previously reported information: malfunction populated as no. Company clinical evaluation comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] thermal burn/two burn blisters [burns second degree]. Case narrative:this is a spontaneous report from a contactable pharmacist. A 57-year-old female patient received thermacare heatwrap (thermacare lower back & hip) (lot number x65016, expiry date aug2021) on (B)(6)2019, for back pain. The patient's medical history and concomitant medications were none. Also reported that it was unknown that the patient was taking any relevant medications, including topical medications, at the time of the adverse events. The patient experienced thermal burn on (B)(6)2019 after transdermal application of thermacare back belt on (B)(6)2019 for back pain. Thermacare was used for the first time. Burn occurred on the lower back. Two burn blisters have formed. The blisters stayed on for 3 weeks. It was reported that it's unknown if the patient was to experience long-term sequelae such as scarring. The action taken in response to the event with thermacare heatwrap was permanently withdrawn on (B)(6)2019. There was no surgical intervention provided for the event, however patient cooled the spots as treatment. The outcome of the event was recovered on an unknown date. Product quality complaints provided severity of harm for this complaint is s3. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid any risks. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Based on the complaint, the patient sustained a burn injury with product use. Review of complaint description concludes there is no device malfunction. Follow-up (25sep2019): new information received from citi includes: severity of harm. Follow-up (04oct2019): new information received from product complaint group includes: product data: (lot number x65016, expiry date aug2021). Follow-up (16oct2019): new information received from the contactable pharmacist includes: updated patient's age (from 60-year-old), date of application updated (from 18sep2019), used for the first time, event recoding (from thermal burn to "thermal burn/two burn blisters") based new information on "blisters stayed on for 3 weeks", details of the burn, action taken, outcome, medical history and concomitant medications were none, no surgical intervention, cooled the spots. This case is upgraded to serious, reportable medical device report. No follow-up attempts needed. No further information expected. Follow-up (17dec2019): new information received from product quality complaints includes investigation results. Follow-up (23jan2020): new information includes investigational results from dchu. No follow-up attempts needed. No further information expected. Amendment: this follow-up is being submitted to amend previously reported information: malfunction populated as no. Amendment: this follow-up is being submitted to amend previously reported information: narrative updated., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Severity of harm for this complaint is s3. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid any risks. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Based on the complaint, the patient sustained a burn injury with product use. Review of complaint description concludes there is no device malfunction.

Manufacturer narrative:
Severity of harm for this complaint is s3. No investigational results were yet received.

Event description:
Event verbatim [preferred term] thermal burn/two burn blisters [burns second degree] . Case narrative:this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient received thermacare heatwrap (thermacare lower back & hip) (lot number x65016, expiry date aug2021) via an unspecified route of administration on (B)(6) 2019, for back pain. The patient medical history and concomitant medications were none. Also reported that it was unknown that the patient was taking any relevant medications, including topical medications, at the time of the adverse events. The patient experienced thermal burn on (B)(6) 2019 after transdermal application of thermacare back belt on (B)(6) 2019 to (B)(6) 2019 for back pain. Thermacare was used for the first time. Burn occurred on the lower back. Two burn blisters have formed. The blisters stayed on for 3 weeks. It was reported that it's unknown if the patient to experience long-term sequelae such as scarring. The action taken in response to the event with thermacare heatwrap was permanently withdrawn on (B)(6) 2019. There was no surgical intervention provided for the event, however patient cooled the spots as treatment. The outcome of the event was recovered on an unknown date. New information received from (B)(6) includes: severity of harm for this complaint is s3. No investigational results were yet received. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2019): new information received from (B)(6) includes: severity of harm. Follow-up ((B)(6) 2019): new information received from product complaint group includes: product data: (lot number x65016, expiry date aug2021). Follow-up ((B)(6) 2019): new information received from the contactable pharmacist includes: updated patient's age (from (B)(6)), date of application updated (from (B)(6) 2019), used for the first time, event recoding (from thermal burn to "thermal burn/two burn blisters") based new information on "blisters stayed on for 3 weeks", details of the burn, action taken, outcome, medical history and concomitant medications were none, no surgical intervention, cooled the spots. This case is upgraded to serious, reportable medical device report. No follow-up attempts needed. No further information expected. Company clinical evaluation comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] thermal burn/two burn blisters [burns second degree]. Case narrative:this is a spontaneous report from a contactable pharmacist. A 57-year-old female patient received thermacare heatwrap (thermacare lower back & hip) (lot number x65016, expiry date aug2021) on (B)(6) 2019, for back pain. The patient's medical history and concomitant medications were none. Also reported that it was unknown that the patient was taking any relevant medications, including topical medications, at the time of the adverse events. The patient experienced thermal burn on (B)(6) 2019 after transdermal application of thermacare back belt on (B)(6) 2019 for back pain. Thermacare was used for the first time. Burn occurred on the lower back. Two burn blisters have formed. The blisters stayed on for 3 weeks. It was reported that it's unknown if the patient was to experience long-term sequelae such as scarring. The action taken in response to the event with thermacare heatwrap was permanently withdrawn on (B)(6) 2019. There was no surgical intervention provided for the event, however patient cooled the spots as treatment. The outcome of the event was recovered on an unknown date. Product quality complaints provided severity of harm for this complaint is s3. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid any risks. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (25sep2019): new information received from citi includes: severity of harm. Follow-up (04oct2019): new information received from product complaint group includes: product data: (lot number x65016, expiry date aug2021). Follow-up (16oct2019): new information received from the contactable pharmacist includes: updated patient's age (from 60-year-old), date of application updated (from (B)(6) 2019), used for the first time, event recoding (from thermal burn to "thermal burn/two burn blisters") based new information on "blisters stayed on for 3 weeks", details of the burn, action taken, outcome, medical history and concomitant medications were none, no surgical intervention, cooled the spots. This case is upgraded to serious, reportable medical device report. No follow-up attempts needed. No further information expected. Follow-up (17dec2019): new information received from product quality complaints includes investigation results. Company clinical evaluation comment based on the information provided, the event of "burn blisters" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Severity of harm for this complaint is s3. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid any risks. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.